Event description:
It was reported that the atrial lead exhibited noise. The device sensitivity was reprogrammed. The patient's medical condition was good.

Event description:
New information notes on (B)(4) 2013 the lead exhibited noise once again. The patients medical condition was good. The patient would be followed-up in four months. Update on (B)(4) 2014 the physician noticed several ams episodes. These episodes were caused by noise appearing on the atrial channel. The physician decided to perform lead provocative testing and pocket manipulation and noise was sometimes occurred. The physician decided to do nothing. The patients medical condition was good.

Event description:
New information on (B)(6) 2014 indicates the lead continues to exhibit noise with inappropriate ams episodes. The physician wanted to perform lead provocative testing and pocket manipulation but believes that probably the noise was appeared due to emi. The physician still decided to do nothing. The patients medical condition was good.

Event description:
New information on (B)(6) 2015 indicates the lead continues to exhibit noise with inappropriate ams episodes. Lead provocative testing and pocket manipulation was performed and noise sometimes appeared in real time. The patient would be followed-up. The patients medical condition was good.